Event description:
It was reported that on literature review clinical study of low temperature plasma tympanic membrane perforation in secretory otitis media, 1 patient had otitis media in the affected ear 1 month after a tympanic membrane procedure using a reflex coblation wand, 1 other patient had a tympanic membrane perforation 3 months after a tympanic membrane procedure. The patient with the otitis was resolved/treated with a dexamethasone injection in the tympanic cavity and levofloxacin ear drops for 3 days wich cured the otitis, the other patient with the perforation was kept under postoperative observation during 1 year but it did not heal. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: clinical study of low temperature plasma tympanic membrane perforation in secretory otitis media.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU (instructions for use), risk management and CAPA (corrective and preventive action), nc (non conformance), pra (probabilistic risk assessment)/hhe (health hazard evaluation) review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any relevant clinical information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.